Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified iliac artery. During preparation for the procedure, after unpacking, it was noted that the distal tip of the stent had been compressed; therefore, the device was not used. The procedure was completed with another of the same device. There were no patient complications as a result of this event.